Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturers right ventricular (rv) defibrillation lead presented to the emergency room following delivery of shock therapy. Interrogation of the device with a programmer noted a message that a high voltage was detected on the lead during delivery of shock therapy. Review of stored device memory noted a stored ventricular episode with 30 shock therapy attempts. Low out of range shock impedance measurements less than 20 ohms were recorded during delivery of shock therapy. Shock impedance measurements during device interrogation were noted to be 40 ohms. It was reported that the patient was lost to follow up. Attempts to obtain additional information from the emergency room doctor were unsuccessful. No adverse patient effects were reported. This product remains implanted and in service.